Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display is dim and hard to see the screen in light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013. Device evaluation:the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings:evaluation revealed that the display screen was dim and discolored. Unrelated to the complaint, investigation revealed the battery compartment was cracked.